Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few hours of the left ventricular lead implant a chest x-ray was performed. The x-ray revealed that the lead had dislodged. The patient was taken back to surgery and explanted and replaced the lead. The patient was in stable condition during and post surgery.